Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The mitraclip ntr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report clip jumping. It was reported that during preparation of the mitraclip ntr clip delivery system (cds), the clip jumped open to 120 degrees while locked and testing the final arm angle (faa). The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported clip jumping open while locked when establishing final arm angle (efaa) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - efaa) and difficult to open or close (clip jumping) could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.